Event description:
Dds called from cell number asking about dfu for gdpg. He stated he had a patient with an adverse reaction to gdpg and wanted to know if the instructions had changed. I asked him if he wanted an msds and dfu, he initially said no, he just wanted me to read the dfu to him. The dds indicated he did not use a rubber dam, only cotton roll for isolation, then treated the male patient's root surfaces with gdpg. The dds did not rinse the product off. When the patient complained, he wiped some product off, but never rinsed. The patient still complained a week later, and the dds indicated his gingiva was red but "not that bad." The dds indicated the patient was upset about this incident. (B)(4) emailed dfu and msds to email address, indicating the product lot which had been recalled, and to discontinue use and contact us if he found he had lot 010103. The dds was not forthcoming in answering questions, and offered no additional information. (B)(4). This is a serious injury (as defined in 21 cfr section 803.3) and will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion: directions for use indicate rubber dam use is required. The office used only cotton rolls for isolation, which is inadequate. The dds also neglected to rinse said product from patient's mouth, as stated in dfu. Device not returned.